Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that his infusion device began beeping and displayed 3.00 and 77 on the screen. The pt reported that the power pack had been in use for "several weeks". The pt was aware of the power pack recall, but stated that he was changing out his power packs, but was not keeping track of how frequently. The pt was educated on the importance of changing out the power pack every 2 weeks as advised. The pt inserted a new power pack and the device functioned properly. The pt's blood glucose was not affected. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product will not be returned for evaluation.